Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and suture was used. The patient experienced an allergic reaction to the suture and was taken back to the operating room for removal of the suture. The patient underwent formal allergy testing which confirmed the patient¿s allergies and also noted allergies to cobalt and adhesives. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4).